Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump had an unresponsive touchscreen area, specifically the top-right back button, while the device could still be unlocked; visible cracks on the screen were identified. Symptoms included no reported adverse clinical effects. Outcomes included no interruption of therapy reported and no need for medical care. Investigation included customer interview and logistical review of the device exchange. Investigation of this device revealed a cracked display with partial loss of touch responsiveness, consistent with physical damage to the user interface hardware. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external physical impact.